Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the right atrial lead exhibiting noise leading to inappropriate mode switch episodes recorded on stored electrograms . The noise was not reproducible in-clinic. No interventions were reported. The patient was stable, and will continue to me monitored.